Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened (creased) up button dome switch. No unexpected numbers ramping/scrolling anomaly occurred during testing. The unit also had minor scratches to the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that ever since a car accident in (B)(6) his insulin pump began scrolling up whenever he would attempt to program a bolus. The patient's blood glucose at the time of incident is unknown. He also mentioned that he'd gotten knocked over while in his wheelchair and the wheelchair fell on him. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.